Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
Additional information: device lot number provided. The clamp was returned to the manufacturer for evaluation. It was noted that the adjustment screw threads prevented the clamp from closing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. Device lot number, or serial number, unavailable. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported that the screw on the small mount was worn. No patient was present at the time of the event.

Manufacturer narrative:
UDI not available at the time of filing. Device lot number not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable.